Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/right coil displaced out of the fallopian tube') and pregnancy with contraceptive device ('pregnancy (ternination)') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device difficult to use "bilateral tubal spasms that made it difficult to insert coils". The patient's medical history included multigravida. Concurrent conditions included vomiting and nausea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In october 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube spasm ("bilateral tubal spasms that made it difficult to insert coils"). The patient was treated with surgery ((unilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and fallopian tube spasm outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube spasm, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:essure device was used to place coils into both tubal ostia. 3 coils visualized on right side, 1 coil seen on left. Removal details:no essure coil found during hysteroscopy on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-feb-2016: unilateral occlusion (left tube occluded), other (please describe)- right coil displaced out of fallopian tube and right fallopian tube patency.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/right coil displaced out of the fallopian tube') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device difficult to use "bilateral tubal spasms that made it difficult to insert coils". The patient's medical history included multigravida. Concurrent conditions included vomiting and nausea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube spasm ("bilateral tubal spasms that made it difficult to insert coils"). The patient was treated with surgery ((unilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and fallopian tube spasm outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube spasm, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:essure device was used to place coils into both tubal ostia. 3 coils visualized on right side, 1 coil seen on left. Removal details:no essure coil found during hysteroscopy on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded), other (please describe)- right coil displaced out of fallopian tube and right fallopian tube patency.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. Reporter's information was added. Patient's demographics were added. Date of insertion was updated. Date of removal was added. Added event pregnancy (termination), migration of essure device location of device: unknown, coil cannot be found, abnormal bleeding (vaginal, menorrhagia). Medical history, concomitant condition, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.